Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an x7-2t model transducer had an articulation issue during use. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer concluded that insufficient solder was applied to the mid handle cable ferrules during the manufacturing process. Risk or impact of solder failure is mitigated by the current manufacturing process of performing additional testing at the factory to ensure proper articulation function. Assembly instructions have been refined and the re-training of assemblers has been implemented.